Event description:
Hosp reported that after 7 to 22 days, the cannula gets warm, softens, and then bends near the tip. Upon removal, the cannula gets hung up resulting in excessive bleeding, requiring vascular repair.